Event description:
It was reported that this pacemaker and right ventricular (rv) lead were explanted due to a product performance anomaly. The pacemaker was removed, and the rv lead was surgically abandoned. The pacemaker and rv lead were successfully replaced with a new device and lead. No additional adverse patient effects were reported. No additional information provided at this time. Subsequent additional information was received that reported that the lead revision procedure was performed due to this rv lead exhibited an increase in pacing thresholds. The rv lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead were explanted due to a product performance anomaly. The pacemaker was removed, and the rv lead was surgically abandoned. The pacemaker and rv lead were successfully replaced with a new device and lead. No additional adverse patient effects were reported. No additional information provided at this time.